Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer had recoverable faults. Technical support engineer (tse) reviewed system logs and found multiple communication faults pointing to armnet 2 nodes. Customer stated errors returned after recovering. Customer stated that they were grasping tissue. Tse walked customer through instrument release key (irk) use to successfully remove instruments. Tse walked customer through 2 hard power cycles with no change. Tse walked customer through disabling arm 2. The surgeon completed the procedure with 3 arms. Intuitive surgical, inc. (Isi) followed up with the customer to confirm that there was no tissue damage and no patient harm. Instrument will not be returned since it was believed to be system issue. Procedure was completed. Patient demographic information was not provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported problem. The reported problem was confirmed. Initial code pointing to distal joint, set-up joint (suj) replacement did not fix issue. Further investigation confirmed nodes ac2e and f not are reporting. Fse replaced universal surgical manipulator (usm) and issue was resolved. The system was then tested and verified as ready for use. Isi has received the usm associated with this complaint and completed investigations. The reported failure (error 319) was confirmed and replicated. The unit was tested on an in house system and failed normal mode as it triggered the 319 error. The unit failed on a pftp as it failed the fiber test on the parallelogram. The parallelogram fiber cable was swapped with a new one and the error no longer occurred. The original parallelogram was reinstalled and the 319 error returned. The unit was tested on a pftp with a parallelogram fiber cable and passed direction test, lissajous, cva characterization, sine cycle, friction tests, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The parallelogram assembly will be replaced as a fix to the reported problem. The suj has been returned, nut failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history identified no other complaints for this product. Verification via system logs confirms the occurrence of a procedure on the reported event date matching the documented event details. No image/video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: an usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The set up joint (suj) was returned for failure analysis and the reported failure, and error 319, was confirmed through the logs. The unit was installed in a test system and could not power on. Error 319 was triggered. The unit was also tested and it failed for the node check. The root cause of the issue was determined to be a component failure. Additional information can be found in the following fields: g3, g6, and h2. Failure analysis information can be found in the following field: h10.